Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a sensor break. Customer's blood glucose at time of incident was 6mmol/l. The customer insert in stomach after insertion, unable to connect when removed cannula isn't visible. Customer stated that needle wasn't hard to remove. Customer's mother thinks that the electrode was never there. Customer was explained that the cannula has probably just retracted which is why it can't be seen.

Manufacturer narrative:
A physical inspection was performed on 2 opened and used enlite sensors found both sensors had the cannulas were bent and retracted inside of the sensor bases; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used. No broken or missing parts were observed during our analysis.